Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and stenosis are listed in the supera instructions for use (IFU) as known patient effects of peripheral stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, a 6.5x150x120cm 6f supera peripheral stent was successfully deployed in a 90mm-long lesion in the right superficial femoral artery (sfa). On (B)(6) 2017, the patient presented with claudication and an angiogram revealed in-stent restenosis (isr) of the supera stent. The isr and claudication were successfully resolved via atherectomy and angioplasty with an unspecified 7.0x150mm balloon. There were no adverse patient sequelae. No additional information was provided.